Event description:
Patient had fall from a ladder admitted to hospital and underwent orif of the right olecranon and a right shoulder hemiarthroplasty. Discharged to rehabilitation. X-rays on follow-up 5 days later revealed disengagement of the humeral head component of the right shoulder hemiarthroplasty. Readmitted, removal and replacement of the loose head 3 days after x-ray. Manufacturer response (as per reporter) for humeral head component, (brand not provided)do not know